Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient up in (B)(6) had a malfunctioning mobile power unit (mpu), yellow wrench and troubleshooting was performed. The ventricular assist device (vad) coordinator instructed patient to remain on the batteries. The patient was four hours away and cannot get in boston in the next few days, requested to ship mobile power unit (mpu) to their location. Vad coordinator also mentioned that they educate patients not to sleep on batteries and since patient currently does not have a functioning wall unit, they requested to ship the mpu soon as possible.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm occurring on the mobile power unit (mpu) was not confirmed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively. The serial number of the mpu was not provided. The heartmate 3 patient and the heartmate 3 lvas instructions for use, section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from the mpu. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.